Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported, via regulatory agency of an unknown side pain, anxiety product/procedure and "suspected bia-alcl." Histopathological markers are not reported. Patient also reported device not related events of "gastrointestinal and autoimmune symptoms", "migraine", "extreme exhaustion", "rashes, weird white spots", "shortness of breath", "heart palpitations and racing heart," "eye pain, eye inflammation, swelling (joints) and lips swelling", "night sweats, irritation, confusion, loss of memory, susceptible to viruses easily, face changes, dry eyes, severe menstrual cycle, [poisoned] with a number of toxins, low c3/c4, igg and iga out of control", "random allergies, food sensitivities", "tingling in tongue, tingling of hands and feet", "join paint, neck pain, back pain, muscle soreness." The device status is unknown.